Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "saline found to be leaking from rubber part of side arm, where the stylet exits. Leak occurs during priming of PICC and during flushing. Also found to entrain air from same site when a syringe connected to the side arm is aspirated." It was reported this occurred with six devices. This report addresses the fifth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "saline found to be leaking from rubber part of side arm, where the stylet exits. Leak occurs during priming of PICC and during flushing. Also found to entrain air from same site when a syringe connected to the side arm is aspirated." It was reported this occurred with six devices. This report addresses the fifth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned samples were found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, "saline found to be leaking from rubber part of side arm, where the stylet exits. Leak occurs during priming of PICC and during flushing. Also found to entrain air from same site when a syringe connected to the side arm is aspirated." It was reported this occurred with six devices. This report addresses the fifth device.